Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Unintended movement.

Event description:
The reporter indicated the surgeon inserted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) and the lens flipped/rotated and went into the eye upside-down. The lens was removed with no apparent injury and the back-up lens was implanted. The patient's post-op best-corrected visual acuity was 20/17.